Event description:
The user initially calibrates the tcm400 with p02 electrodes (re-membraned at the same time) on ambient air. He notices long calibration times, but once calibrated the user believes the values (measured on patients on a treadmill for about 45 minutes to diagnose for vascular deficiencies)are reasonably correct. After measurements, he checks calibration so he can factor any drift into his measurements. He has found that some electrodes (but not all) have large variations such as an initial cal value is 162 mmhg and post measurement reads 195 mmhg, a difference of 33 mmhg or a drift of 20%. The iec 60601-3-1 requires a drift of less than 5% in the calibration interval (4 hours); rmed specifies measured drift of 1% per hour. The problems have happened over some time; therefore, no specific date of any event. No patient was maltreated, or deprived of treatment. The diagnosis is mainly for research purposes.